Event description:
It was reported the patient fell the previous day and has increased pain. The patient has metastatic cancer. The pump was implanted a week ago. Hcp wanted to know what dosing the patient is on so they can treat her accordingly. The pump was delivering infumorph. It was later reported the patient experienced increased pain and confusion. The symptoms began the previous day. The patient was in the hospital for week before she came to the current inpatient provider. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: unknown, serial# unknown, product type: catheter. (B)(4).